Event description:
Patient was presented to physician with a complaint of left shoulder pain. It was recognized that she had a port and catheter fracture with displacement of the catheter into the inferior vena cava. The port had to be removed in two steps. The first step, under fluoroscopic guidance, included removal of a 10 cm long catheter fragment, which was floating freely in the right heart. The fragment was removed via the right femoral vein. The next day, the patient was brought to the operating room for removal of the residual port.